Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number is unk, the shop floor paperwork could not be examined.

Event description:
Same case as MFR's rpt #6000093-2007-00033, #6000093-2007-00035. Tap: it was reported that 248 days after implantation of 3.0x20mm, 3.0x24mm and 2.5x8mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesions were located in the proximal left anterior descending (lad) and left circumflex (lcx) arteries. A pre-intervention stenosis of 95% with timi grade iii flow was reported for both vessels. It was not reported that the lesions were pre-dilated. A 3.0x20mm taxus stent was deployed in the region of the lesion in the lad followed by the deployment of 3.0x24mm stent in the lad. It was noted that "the resulting dilatation showed incomplete stent expansion." The stents were then dilated with a 3.5x9mm noncompliant maverick balloon. The resulting dilatation was reported to be "excellent." A post- intervention residual stenosis of 0% with timi grade iii flow was reported. It was not reported that the lesion in the lcx was pre-dilated. A 2.5x8mm taxus stent was deployed in the lcx in the region of the lesion. It was not reported that the lesion was post-dilated. The resulting dilation was noted to be "excellent." A post-intervention residual stenosis of 0% with timi grade iii flow was reported. No complications were reported. The patient presented 248 days after the initial procedure with "acute coronary syndrome" and a "restenotic lesion at the stent site" in the ostial (70%) and proximal (70-90%) lad. A 99% "restenotic lesion" of the lcx was also reported. The patient had "severe multi-vessel disease and loss of all bypass grafts. The physician noted that the patient's case was "unfavorable for further attempts at intervention" and the patient would be "referred for consideration for CABG."